Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump black box data showed several cs 128 replace battery alarms and several cs 177 warnings occurring due normal battery wear. There was no evidence of cs128-fxxx alarms. During investigation, the ez-prime steps were performed correctly with no alarms; the pump current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a cs128-fxxx alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.